Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1) and (device #2) on (B)(6) 2004 or (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the two (2) composix kugel hernia patch (device #1) and (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."